Event description:
It was reported there was a nonunion of a distal ulna fracture. It is unknown if the fracture is the patients right or left side. The patient was originally treated for a distal third radius and ulna fracture. During a routine follow-up on an unknown date, it was discovered via x-rays that the patients radius healed but the ulna did not. The surgeon explanted an lcp distal radius plate and four locking screws. The patient was re-implanted with another plate and a graft was taken from the hip to the ulna. The plate and screws will be returned. Patient was re-implanted with another plate and surgery was successfully completed. This is report 1 of 5 for complaint (B)(4) .

Manufacturer narrative:
A review of device history records for manufacturing revealed no complaint related issues.

Manufacturer narrative:
Additional narrative:the manufacturing evaluation indicated that the plate was complete and relatively undamaged. All critical measurements could be achieved and all features were conforming. The plate had a slight upward bend centered around the first slot below the head. This slot also had marks surrounding it, indicative of some kind of tool being applied to the area. Since all critical measurements were conforming, this complaint was deemed to be invalid.

Manufacturer narrative:
The part number has been corrected, the device history record review is pending.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.4mm lcp distal radius plates was purchased from the approved supplier and processed through the normal inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed it to conform with all requirements at the time of acceptance with one mrr written for the raw material. Mrr 162853 was written at raw material inspection to document that the sample pieces provided by the supplier for recertification testing were undersized. The undersized samples were ultimately able to be used for the grain size sample mounts and the recertification testing was completed with no issues noted. This mrr for the raw material lot has no relationship to the complaint since the sample pieces were able to be used and the recertification testing was conforming. The DHR review corresponds to part number 242.500. This complaint is for a part number 242.506. It is possible that an incorrect number was provided in error. Once the actual part is received, the part number and lot number will be verified and another DHR will be created if needed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records has been requested. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.